Manufacturer narrative:
The suspected product was returned for analysis. The event history log was not reviewed, as the unit was not serviced during the relevant period. A visual inspection was conducted. The customer-reported issue of a failed air-in-line (ail) test was verified and further confirmed through the air detector test. The aild was replaced, followed by a successful air detector test, dso/uso sensor calibration, and additional performance checks. The unit met all testing criteria. Further inspection identified additional issues, including a rusted battery door, a buckled uso seal, a delaminated dso seal, and a scratched lens. The uso seal, dso seal, battery door, and lens were replaced. Subsequently, dso/uso sensor calibration and product verification testing (pvt) were performed. The unit successfully passed all testing criteria.

Event description:
It was reported that the device had failed air in line sensor issue. There was no reported patient involvement.